Event description:
It was reported that the lead was explanted due to dislodgement.

Manufacturer narrative:
As received, mechanical and visual analysis found the helix clogged with body fluid/tissue, preventing it from extending. After cleaning, the helix was found to function normally from short length of the lead. The helix extension measurements were with in specification. No defects in marterial or workmanship were noted. The electrical characteristics of the lead were found to be normal.